Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance due to possible fracture. Oversensing and noise were also observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).